Event description:
A doctor's office alleged that the cement was setting up too quickly for a patient causing their crowns to not be fully seated.

Manufacturer narrative:
The doctor grounded the crowns into occlusion for the patient's comfort. On (B)(6) 2013, the patient returned to have both crowns cut off, take a new impression and have temporaries placed. Upon the patient return visit, the doctor completed the final cementation for the patient, without further incident. To date, the patient is fine. The lot number 4710905 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.